Event description:
It was reported that the programmer would not work to interrogate patient pacemakers. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the radiofrequency (rf) head connector and electrocardiogram (ECG) connector were loose, as a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the display screen was dark and discolored, both keyboard hinges were broken, the system fan was noisy, and the lower case was damaged.